Manufacturer narrative:
The philip's service engineer (se) inspected the device and verified the reported issue. The se replaced the touchscreen, performed verification testing and the ventilator was returned to use.

Event description:
It was reported that the top of the ventilator touchscreen was not responsive. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12nov2018. Date of manufacturer: 09nov2018. The touchscreen user interface assembly was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the touchscreen being out of tolerance.